Event description:
It was reported, the camera head was broken. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section h2, h3, h4, h6 and h11 for updates. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigations, the probable cause of the complaint is no problem detected. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head was broken. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.